Event description:
The autopulse platform (sn (B)(4)) randomly releases and sometimes it will not release the lifeband. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) randomly releases and sometimes it will not release the lifeband was confirmed during functional testing. The probable root cause of the reported complaint was due to sticky clutch, likely caused by sharp edges of the armature plate, or burrs on the surface of the clutch rotor. The clutch plate was deburred to remedy the reported problem. Visual inspection revealed that the front enclosure was cracked, unrelated to the reported complaint. The root cause of this noted physical damage could be attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed issue. The archive data indicated no significant discrepancies. The autopulse platform failed the initial functional testing due to user advisory "(ua)45" (not at "home" position after power-on/restart)error message displayed upon powering on, unrelated to the reported complaint. The root cause for the ua45 error was due to the driveshaft not being at "home position. The driveshaft was rotated to the home position using the administrative menu. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with (B)(6).

Manufacturer narrative:
Correction h10: the reported complaint that the autopulse platform (sn (B)(6)) randomly releases and sometimes it will not release the lifeband was not confirmed during functional testing. During functional testing, unable to replicate the reported complaint issue, a known-good lifeband works properly while performing the run_in test using the lrtf with known-good test batteries until discharged. The probable root cause of the reported complaint could be attributed to the lifeband that the customer used, which could be likely defective. The lifeband was not returned for investigation. The autopulse platform failed the initial functional testing due to user advisory "(ua)45" (not at "home" position after power-on/restart)error message displayed upon powering on, unrelated to the reported complaint. The root cause for the ua45 error was due to the driveshaft not being at "home position, likely due to user error. The driveshaft was rotated to the home position using the administrative menu user advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Visual inspection revealed that the front enclosure was cracked, unrelated to the reported complaint. The root cause of this noted physical damage could be attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed issue. The archive data indicated no significant discrepancies. During further investigation, it was noted that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges of the armature plate, or burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
Please see the following related MFR report: MFR 3010617000-2022-00507 for the lifeband (lot # unknown).